Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had moisture in the device, a b30 error, and an e350 error. Inspection and testing of the returned device found foreign material at the distal end and the forceps raiser. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material at the distal end and the forceps raiser, an e350 error, the switch cable had a shortcut that caused the control unit to get warm, water tightness was lost due to deformation of the scope connector cover unit, there was an e216 error due to corrosion on the plug unit, the scope connector case unit had corrosion due to water leakage, the outside shield unit had corrosion due to water leakage, the micro connector unit in the scope connector was corroded due to water leakage, the circuit board unit in the scope connector was corroded due to water leakage, the plug unit was corroded due to water leakage, the cable unit was corroded due to water leakage, the up/down and right/left knobs were out of standard, the forceps elevator had foreign material, the adhesive around the light guide lens was discolored, the adhesive around the objective lens was discolored, there was a metal particle around the lever arm, the universal cord had corrosion due to water leakage, and there was a b30 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event description.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water leakage of the subject device, and foreign material remained at forceps elevator and around it. The event can be prevented by following the instructions for use (IFU) which state: -IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.